Event description:
Customer reports for the last two weeks, they have been experiencing the problem of fluoro failing during procedures. The customer reboots the system and all functions are normal for a undetermined period of time. No patient injuries or adverse outcomes reported.

Manufacturer narrative:
Liebel flarsheim manufacturing report: the field service engineer was unable to reproduce the 'no fluoro' condition described by customer. Fse completed an operational check per maintenance section of sedecal generator service manual. The fluoro operated properly throughout verification. Unit returned to full service by the customer.